Event description:
The customer reported being hospitalized due to high blood glucose of 669mg/dl. The customer experienced shortness of breath and she was off balance. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Instructed the customer to remove the cannula and it was not bent. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to force sensor anomaly. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime anomaly. Low reservoir alarm feature worked properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.